Manufacturer narrative:
The investigation into this complaint has been completed. No parts were returned for investigation therefore the investigation consists of an evaluation of the received logs from the ventilator, the screen pictures and information from the hospital. Evaluation of the internal log shows that ventilation was in the simv (pc) +ps mode of ventilation and it lasted about 9 minutes. The first 4 minutes contain alarms that include; respiratory rate high, respiratory rate low, peep low, expiratory minute volume low, pressure delivery restricted. All together with exception of the low o2 concentration alarm indicate inadequate ventilation most likely due to leakage. The remaining 5 minutes of the ventilation period contain numerous respiratory rate alarms and one low o2 concentration alarm. The many respiratory rate high alarms indicate inadequate ventilation and were most probably auto cycling due to leakage. The screen shots show that the measured o2 concentration was 16% at set values of 100% and 33%. This measured value indicate a false reading because o2 concentration cannot be below 21% and the cause was most probably the o2 sensor. The o2 sensor was not returned and therefore it has not been investigated. The information from the hospital stated that the patient¿s blood parameters observed on the patient monitoring system (pms) were on low side but the figures were not provided or the other patient data from the pms. The reported low patient parameters have not been confirmed but they were not caused by the false measurement of the o2 concentration but most probably by the inadequate ventilation shown by the alarms that indicate leakage and auto cycling. The o2 cell/sensor test in pre-use check (puc) was successful on the day of event 2 hours before the ventilation period. The o2 cell/sensor test in puc after the event was also successful, but it also showed that the ¿date of first puc¿ was set during this puc. The cause of this reset of the date has not been possible to determine. The conclusion in the matter is that there was inadequate ventilation based on the alarms. The true measured figures have not been available because the trend log that would show these figures did not cover the time of the event. The displayed o2 concentration measurement of 16% was a false measurement and would not affect the delivered o2 concentrations that would be as set. The cause of the inadequate ventilation was not due to a ventilator malfunction but most probably leakage and the resulting auto cycling. H3 other text : not returned.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator malfunctioned while it was connected to a patient. The measured o2 concentration was reading 16%. According to the hospital, the attending nurse observed the patient's blood parameter saturation on the down side but the figures were not provided. The ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).